Event description:
The user facility reported that a 67-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The device was having difficulty getting any flow due to its position. Transesophageal echocardiogram (tee) results showed the device was against the inferior wall and under a pap. While trying to reposition, the device popped back into the aorta and was unable to be advanced. A new device was placed. No further information was provided. There was no harm reported to the patient.

Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. Base on the clinical account the root cause of the issue was use related because impella popped back while attempting repositioning and was unable to be advanced. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.